Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor red spin dial broke off the side of the impactor while the femoral implant was being impacted down. The attune rp impactor broke into 2 pieces when the tibial implant was being impacted down. The attune femoral impactor also broke into two pieces when the trial femur was being put on the femur for trialing. No adverse event occurred to the patient. The doctor does not wish to be contacted. No surgical delay.